Event description:
Customer states that a headtube bolt snapped on left side and right side broke as well. Bolt replaced with replacement bolts sent on order (B)(4). Normal terrain, some outside usage and van transportation including some public transportation. Previous complaints were prid (B)(4) dated 8/9/2013 replacement chair order (B)(4) shipped 1/18/2014. Prid (B)(4) dated 8/22/14 replacement headtube hardware shipped 9/4/2014 - incident dated (B)(6) 2014 prid (B)(4) dated 8/22/14 -incident dated (B)(6) 2014. Prid (B)(4) dated 10/21/2014 -indcident dated (B)(6) 2014. Prid (B)(4) dated 10/21/2014- incident dated (B)(6) 2014.